Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03444. It was reported that one of patient¿s leads has eroded through the skin. As a result, patient underwent surgical intervention on (B)(6) 2020 where in the lead was repositioned resolving the issue. It is unknown which lead is liable so both leads are reported.